Event description:
Healthcare professional reported right rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as surgical damage. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional (hcp) reported right rupture. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time the reason for reoperation: rupture.

Event description:
Healthcare professional (hcp) reported right rupture. Device has been explanted.